Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clip from the al326 would not close all the way. The clip only closed half way across the cystic duct. There was no consequence to the patient.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open and shaft condition, good. Functional tests & results: could instrument be cycled, yes and number of clips fired, 9. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to what my have caused reported incident. Instrument was returned in good phsyical condition. Instrument was cycled and fed clips as designed. Clip form was within design specification. It was concluded that instrument was conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure clips feed properly and that clip form is within desing specification. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.